Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A pt reported experiencing low light issues and night vision problems, described as starbursts, glare, ghosting and halos, following months after bilateral refractive surgery. Two different types of refractive surgeries were performed by the same surgeon; lasik in one eye and lasek in the fellow eye. The pt indicated he had been offered a wavefront guided treatment as it was the treatment recommended for his particular case; however, a wavefront optimized treatment was performed. The pt sought a second opinion from another dr, who confirmed that the treatment performed was a wavefront optimized treatment and not a wavefront guided treatment. Further info has been requested. Fellow eye, of this same pt, has been reported under MFR report #3003288808-2012-00210.